Event description:
The FDA recall of amara view CPAP masks means I can't get the CPAP equipment that I need. I do not have any medical conditions that are a contraindication for the magnet. Also, I have used the amara view long before the magnet was introduced. I have severe sleep apnea. For 5 years I have used amara view full face mask. I can only sleep on my side. I have tried other masks, but amara view is the only mask that I can successfully wear. Because of the recall I cannot get my amara equipment including the cushions that need to be changed every month. I cannot get my amara equipment because of the FDA recall. The FDA does not take amoxicillin off the market because there are people who are allergic to penicillin. Why has the FDA removed the amara view mask when only people who have a specific implanted electronic medical device cannot use the mask? I need the amara view mask with or without the magnetic clip (I used an amara view without the magnet clip before the magnet clip was introduced). The magnetic clip is only a problem for a person with another medical device such as a pacemaker. Why have you banned the amara view for everyone? I called my hospital sleep center and was told that the hospital sleep center cannot obtain any amara view equipment. Again, do you totally ban amoxicillin because there are some people with a penicillin allergy? Is the FDA going to ban everything that has a contraindication?